Event description:
Reporter alleged blood glucose readings had been erratic lately; however, customer had no symptoms. Customer stated glucose measured 459mg/dl at 6:49pm back to back with a result of 147mg/dl when test was performed at 6:51pm. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.